Event description:
It was reported that the cone tip detached from the unit during an endoscopic saphenous vein harvesting procedure. No other information was provided by the customer. No additional patient complications were reported.